Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer's blood glucose (bg) level was over 600 mg/dl. The cause of the high bg was not known. Multiple boluses via the pump were delivered, insulin injections were administered and a temporary basal rate was set in an attempt to lower the bg level. The customer was in diabetic ketoacidosis (dka) and went to the emergency room. The ketone level was considered as being dangerous by a healthcare provider. The customer was admitted to the hospital and was treated with intravenous insulin and fluids. The customer was discharged on (B)(6) 2016 with the high bg and dka resolved. As the event had occurred in the past, tandem technical support was unable to troubleshoot to determine a possible cause of the event.